Event description:
The patient reported that he noticed a drop in his ability to understand speech in 2007. Reprogramming was attempted but the patient was reportedly able to hear on only 3 electrodes. Using the appropriate diagnostic equipment, it was determined that device was not functioning according to specifications. Explant/reimplant surgery is planned.